Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings and delivery anomaly from the insulin pump. The patient's blood glucose level was 47 mg/dl. The customer's mother stated that the insulin pump totals for basal and boluses, but does not add up totals correctly. The insulin pump is off by 59u when the totals were calculated. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.